Event description:
Nitrazine paper dispenser was picked up to use. Entire contents were light green (ph approx 5.5). Tape usually comes bright yellow from MFR. Not aware of any exposure to alkali or acid fumes. Product returned to pharmacy not used.